Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Intraoperative date; unknown; additional product code hsb; device is not considered implanted or explanted; device is available for investigation; only facility was reported, no information for initial reporter or contact information. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that intraoperatively on an unknown date for a nailing procedure, the surgeon tried to remove a screw from patient to replace it with a shorter screw for the nail. While removing the screw from the implanted nail, spiral metal fragments were generated from the removal site. Surgical delay is unknown. Patient status is unknown. Concomitant part: nail (part# unknown / lot# unknown / quantity 1) this is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in united arab emirates as follows: it was reported that during a nailing procedure on february 19, 2018, the surgeon tried to remove a screw from the patient in order to replace it with a shorter screw for the nail. While removing the screw from the implanted nail, spiral metal fragments were generated from the removal site. The metal residue and screw were retrieved. Surgical delay is unknown. Patient status is unknown concomitant devices reported: nail (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed part no.: 04.005.438 lot no.: l398551 manufacturing location: mezzovico release to warehouse date: 28. Apr. 2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition customer quality conducted an investigation of the returned device. The visual investigation of the returned locking screw stardrive® ø 4.0mm, l 48mm has shown that a part of the screw thread is sheared off as complained; the sheared off part was also returned. In addition, the screw in question presents slightly wear marks on the head of the screw. The review of the device history record revealed that this device was manufactured in april 2017 according to the specifications. In addition, these locking screw stardrive are function checked per 100% before they leave the manufacturing facility. No manufacturing related issues that would have contributed to this complaint condition were found. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformance reported. The relevant dimension was checked and found to be in accordance with the specifications. Head diameter is 7.93mm (spec 7.9 mm +/-0.1mm) because of the damage, the shaft diameter dimensions cannot be checked for dimensional accuracy. The investigation found no manufacturing related issues that would have contributed to this complaint condition. However, it is most likely a result of the screw not being positioned appropriately so that the thread got damaged during the screw removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed date of event event description initial reporter. Telephone: (B)(6) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.